Manufacturer narrative:
The field application specialist confirmed that the analyzer auto dilution is working correctly. The field service engineer (fse) found defective pinch tubing and the sample probe voltage was out of range. The fse replaced and cleaned the sample probe and reagent probe, adjusted the sample probe voltage, cleaned the reagent probe, replaced the pinch tubing, performed a volume check, and performed a cell blank calibration. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 2 patient samples on a cobas 8000 - cobas e 602 module. On (B)(6) 2022, the initial ferritin result for patient 1 was > 100,000 ng/ml. The sample was auto-diluted and the repeat result was 1292 ng/ml. The dilution factor was not provided. On (B)(6) 2022, the initial ferritin result for patient 2 was > 100,000 ng/ml. The sample was auto-diluted and the repeat result was 1699 ng/ml. The dilution factor was not provided. The initial results were reported outside of the laboratory. The diluted repeat results were deemed correct. The reagent lot is 60022900. The expiration date was requested but not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. The customer stated that qc was acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.